Event description:
It was reported that the patient has an accolade #3 127 degree femoral stem and had a squeaky hip and pain. The doctor exhausted all non operative options for the pain and squeak and decided to go in and revise. Went in and took out the ceramic femoral head and ceramic liner. The ceramic head had black residue at the tapered junction. Put in a poly liner and a head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head 36mm. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).